Event description:
Patient was revised to address a tibial tray which had broken into two pieces and loosened at both interfaces. The femoral component was also loose at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The reported osteolysis could not be confirmed based on the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.